Event description:
(B)(4). Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Target vessel was lmt. Target lesion was reported 75% stenosed and artery tortuous. While the physician was re-advancing the imaging core to observe the lesion, the imaging core automatically stopped moving. The angiographic images appeared to show that the imaging core was located in the direction of what appeared to be the ramus artery. However, the patient did not have a ramus artery, so the physician suspected a coronary artery perforation. The physician withdrew the catheter from the patient, performed angiographic imaging and confirmed that there was no coronary artery perforation. After removal of the catheter from the patient, it was found that the imaging core had breached the sheath. It is suspected that the imaging core entered the lcx as there was no artery perforation noted. A new imaging catheter was used and the case completed. No patient injury reported. No treatment of patient required due to malfunction.

Manufacturer narrative:
The catheter and system controller were returned and investigated by the manufacturer. System log files, intravascular imaging data, and angiographic images were also provided to the manufacturer as part of the investigation. The investigation concluded that under clinically-relevant circumstances it was not possible to induce a sheath puncture in any test catheter. It was possible to induce a sheath puncture only with extreme manipulation that was not representative of clinical use. The controller did not exhibit any failure or non-conformance which would have contributed to the ability of the controller to induce a sheath puncture. The investigation of this complaint will be closed after the filling of this follow-up report.